Event description:
A customer reported the equipment presented problems with silicon oil extraction during a vitrectomy procedure. The procedure was completed using manual techniques to extract the silicon oil. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).